Event description:
The reporter stated that the surgeon noticed a spot on the visian implantable collamer lens model micl 12.6 prior to use, so he opted not to use the lens and implanted the primary lens. No pt contact or injury.

Manufacturer narrative:
Eval results: a work order search was performed for similar complaints within the search and no similar complaints were found. A visual inspection of the returned product shows the lens is very dirty and unable to confirm specific spot on lens. Conclusions: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined at this time.